Event description:
On (B)(6) 2013, the reporter contacted animas alleging a history/settings issue. The pump does not record the patient's bolus doses in the history. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: a review of the pump¿s history showed 60 primes occurring between the dates of (B)(6) 2013. The current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Primes were performed and accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.